Event description:
It was reported fatal error messages were received and upon startup the programmer has really long boot. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found it took 1 minute and 45 seconds to boot. Analysis did not reproduce or confirm the reported fatal error. Analysis also found the vvi button is inoperable; vvi printed circuit board assembly replaced to resolve. The upper hinge plate is cracked. Left antenna final functional test failed; left antenna secured to resolve. (B)(4).